Manufacturer narrative:
The unit was received with the left bracket still moving after bracket was tightened from the incorrect screw being used in the left bracket; the base handle was closed without the 6 inch transitional installed and deformed hole. The button head screw was missing from the left bracket: unit received without the 6in transitional member; shock cushion and 1/4in pin were worn. Adjustment wrench threads were missing; general maintenance and cleaning required. This device exceeds its expected life of 7 years; device manufactured in 2007. The reported complaint was confirmed. The complaint is likely caused by wear and tear / improper handling. The definite root cause could not be reliably determined. Device identifier #: 10381780267997.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported that the a2101 mayfield ultra base unit moved when locked when checking the customer's mayfield equipment. The device was tightened using an allen wrench but still the problem persisted. There was no patient contact and/or delay in surgery reported.